Event description:
Reporter stated the down button on the infusion device does not operate. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. As a result, moisture entered the pump and damaged the electronics. The buttons were tested successfully and the functionality fulfills the product specification.

Manufacturer narrative:
The event occurred in (B)(6).